Event description:
A medtronic representative reported that during an ear, nose & throat (ent) surgery the software unexpectedly went back to the registration screen from the navigate screen and patient registration was lost. The ostium seeker was the last navigated instrument that the surgeon used and he had placed it down approximately 12 inches away from the emitter. The surgeon was finished with the navigation portion of the surgery and was using a non-navigated instrument when the issue occurred. The mouse was not being used. The machine was within a foot or so of the surgical tech and anesthesia machine. There was no delay to the surgery and no impact to the outcome of the patient.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
Patient ID was unavailable from the site. A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. A review of the complaint history of the device found no further issues.